Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported, in a non-clinical environment, the patient was discovered to be in cardiac arrest. Further investigation revealed undersensing of the device which resulted in hypoxia induced brain damage. The patient was put on life support.

Manufacturer narrative:
An event of undersensing resulting in hypoxia induced brain injury was reported. The device was not returned for analysis; however, session records were provided for review by abbott technical services. Analysis of the session records indicated episodes of undersensing on the device due to low amplitude ventricular fibrillation consistent with an agonal rhythm. No device malfunction was observed in the provided session records. Furthermore, a device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.